Event description:
It was reported that during a daily check performed at the customer's cath lab department, the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site), h4.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue after unsuccessfully completing all manifold test. Specifically, the unit failed the membrane leak test of the pim portion of all manifold test. The fse then completed two condensation removal procedure, and successfully completed an all manifold test. However, after the fse ran the unit with trainer and catheter at 130 bpm, the unit again did not complete all manifold test, again failed the pim portion of the test. The fse further completed two more condensation removal procedures and troubleshooted the safety disk, without avail. Ultimately, the fse replaced suspect pim and successfully completed two all manifold tests. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted if additional information is provided and upon completion of our investigation. The full event site name is (B)(6). The full name of the initial reporter is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed leak test. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.